Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the shaft bent making the instrument non-functional. Due to condition of the returned device no functional test could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were ejecting from the device. The clips were removed with a grasper through the trocar. They completed the procedure with a new like device. There was no patient consequence reported.